Event description:
Information was received that the patient's generator was replaced. The explanted generator has not been received for product analysis to date.

Event description:
It was reported by the physician that the patient's generator battery had rapidly depleted as it had only been implanted for a year and a half. A manufacturing review was performed which showed the device passed all manufacturing tests prior to distribution. The internal programming data was reviewed for the generator which showed that the battery depleted faster than would be anticipated. The exact cause of this can not be determined until product analysis is performed on the device. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. No additional relevant information has been received to date.